Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was burning sensation at the implantable neurostimulator (ins) site. The outcome was ongoing. Interventions included applying plo cream to ins site for burning sensation. It was recommended that the patient charge the ins about 10-15 minutes a day instead of doing it once a week for over an hour. It was also recommended putting on an ice pack to ins site before and after recharging. The patient had burning sensation at her generator site, usually lasting for about 2 days after recharging. The patient reported burning sensation at the ins site flowing implant. The site/incision was well-healed without signs or symptoms of infection. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as incisional site and ins pocket. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that imaging showed that the spinal cord stimulator (scs) in proper location. There was no lead migration noted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the doctor recommended that the patient no use the device for 1-2 weeks to eliminate recharging during that time on (B)(6) 2016. On (B)(6) 2016 the doctor instructed the patient to continue using the device since it did help her chronic pain. The patient received a trigger pint injection at the implantable neurostimulator (ins) site. The patient was given 40 mg of depo-medrol. The patient tried charging intervals, but continued to have the burning sensation at the ins site. The patient reported that the burning sensation did not resolve without recharging.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had severe pain at the implantable neurostimulator (ins) site. The patient only had 3 days of pain relief following trigger point injection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that he had previously noted a sapping sensation at the implantable neurostimulator (ins) site into the left leg, however this was no longer a problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported severe pain at the implantable neurostimulator (ins) site that she described as zapping pain that radiated into her left lower extremity and as a stinging and burning sensation on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated previous complaint regarding the ins burning in the pocket. The patient stated that the burning sensation occurs whether or not the ins is on. The patient noted that the ins stimulation helps their pain but the pain from the battery is 'astronomical.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the nobody, including the doctor and manufacturer, could tell the patient the cause of the burning pain. The burning had never stopped since the battery was inserted in (B)(6) 2015. The patient had inflammation medication that had not taken care of the problem. There was no resolution at the time. The patient could not afford surgery to remove the battery. The patient noted that they had nowhere to turn and that they were frustrated. The patient personally felt that it could be a bad battery. The doctor¿s office and manufacturer said that they had never heard of the burning problem before. It was noted that no options were given to the patient and the patient did not know what to do. The patient was living with the burning.